Manufacturer narrative:
Reliability laboratory technician, (B)(4) - failure (event) observed during analysis. Final analysis found medical adhesive coating the lead helix which prevented it from extending.

Event description:
This report is to advise of an event observed during analysis.